Event description:
It was reported that on (B)(6) 2011, due to a positive stress test, the patient underwent a stenting procedure in the proximal and distal circumflex and the proximal left anterior descending arteries. Three promus stents were implanted successfully. On (B)(6), 2011, the patient was re-admitted with electrocardiogram changes and underwent percutaneous coronary revascularization to treat re-stenosis in a native lesion in the distal circumflex artery. There were no reported adverse patient sequelae. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported re-stenosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.